Manufacturer narrative:
No intuitive surgical, inc. (Isi) ion device products were returned for investigation. Video images were received and reviewed. The video recording begins after the user has gathered data to the left and right of the registration point. The user attempts registration for over 42 minutes until they accept partial registration after gathering three of four checkmarks. On the top monitor, many white data points appear to be outside of the airway tree. The airway is cracked multiple times throughout the registration attempt, and around the 20:05 timestamp, the live view shows tissue that may be the inside of a chest wall. The user navigates to the target, often driving with unclear live view or mismatch between the navigation view and live view. The user accepts the registration when they are nearly to the target. Once reaching the blue ball in the navigation view, the user takes a shot of fluoro around timestamp 48:32; the target should be in the right lower lobe (as the top monitor displays) but the fluoro shot shows the catheter in the left lower lobe. The user performs radial endobronchial ultrasound (ebus) and biopsy workflows at this location for over 70 minutes using fluoro only in the ap configuration (optimal fluoro angle is not utilized). After removing the catheter, the user takes a final shot of fluoro at the apex of the left lung around timestamp 2:08:05. The recording ends shortly thereafter. Review of ion logs confirmed that the user selected lc2 as the main carina at the beginning of registration. The endotracheal tube (ett) was likely inserted too deeply into the left main bronchus, so turning "right" was really turning into the left lower lobe, confirmed by fluoroscopy in the video recording. The inaccurate registration shifted the path one generation forward. There was no apparent malfunction from the ion system, but rather, the user selected the wrong carina to begin registration at the beginning of the procedure. Per isi sr failure analysis engineer: the logs were retrieved for this case. Review of the available logs did not find any errors that are relevant to the reported event. The user manual states the following: ¿ ¿it is not recommended to continue navigating to get all four quadrant checks if apical and basal data has been gathered." ¿ ¿if the navigation view does not match the live view and does not allow you to navigate accurately, redo registration." ¿ ¿misalignment can make it difficult to rely on navigation view for guidance. It also suggests that the location of your virtual target may not be an accurate reference for biopsy since the virtual path to the target no longer corresponds to your real-time position." ¿ ¿note: navigation view should be used as guidance only."

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. The patient had a medical history that included a tracheostomy. Per the physician, to facilitate the ion procedure, an endotracheal tube was cut short, and the tracheostomy tube was replaced with the endotracheal tube. An airway inspection was performed before ion was docked. The physician reported that the ion system provided a ¿mirror image¿ of the airways and guided her to the left lung when the lesion was in the right lung. Following the procedure, a pneumothorax was discovered in the left lower lobe (lll) - it was unknown if a chest tube was necessary. During the procedure, the physician experienced difficulties with the ion software, which she believed led to the pneumothorax. According to the endoluminal sales representative, the physician indicated that the system "brought her to the wrong lung." Since the patient's lesion was located in the right lower lobe, yet the physician was directed to the lll where the biopsy was performed. The esr inquired whether the physician had chosen the incorrect patient, pathway, or if multiple nodules were present - the physician responded 'none of the above'.